Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the circumstances leading to the eri and rapid depletion were the patient going on vacation and not having turned off their ins for 3 weeks, as well as their ins having been turned up 9 months earlier. The patient reported seeing their healthcare provider (hcp) last week, and the hcp referred them to a neurosurgeon. The patient reported they were still waiting for a surgery date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp). It was reported the cause of the eri was not determined. It was unknown if the rapid depletion/eri was unknown. They mentioned a short circuit. Patient weight was unavailable. No further complications were reported as a result of this event.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient saw the elective replacement indicator (eri) on their device. The patient was dissatisfied with the ins longevity as they turned their stimulation off every night, and had half of their battery left at their last healthcare provider appointment less than a year ago. No patient symptoms or further complications were reported as a result of this event.